Manufacturer narrative:
RMA 860003716 has been initiated for this issue. Model tdxsp, serial number/date code (B)(4) is approximately 2 months old. The owner's manual part number 1143190 rev k ((b)(')) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. This incident occurred in (B)(6). Dealer is located in (B)(6). The dealer stated that the tdxsp power chair is showing error codes for the left and right motors. The power chair will not operate. Dealer stated that the power chair stopped twice on railway crossings. Dealer also states that the parking brake cable connections (motor locks) on both sides are loose. The motor locks enable the tdxsp power chair to go into freewheeling mode, for when the power chair stops. No injury alleged.

Event description:
Customer alleged left and light motor defects. Warranty order #(B)(4). No injury alleged.